Event description:
The following article was received based on a literature review: article: comparative visual outcome analysis of a diffractive multifocal intraocular lens and a new diffractive multifocal lens with extended depth of focus. A retrospective, comparative study was done to compare the visual and refractive performance of the tecnis synergy multifocal intraocular lens (iol) and the acrysof iq panoptix multifocal iol. A total of 140 patients (n=224 eyes) were included, with 69 patients (n=109 eyes) in the synergy group and 71 patients (n=119 eyes) in the panoptix group. The patients underwent phacoemulsification and cataract extraction and received either a multifocal synergy (model dfr00v, johnson & johnson vision in santa ana, ca,) or panoptix iol (model tfnt00/tfat00, alcon laboratories in fort worth, tx). Patients were stratified further for presence of toric lens in the synergy group (n=31 eyes) and panoptix group (n=34 eyes). Reported events in the synergy group (n=109 eyes) were as follows: at 1 month: glare, 15%. Halo, 19%. Night vision disturbances 8%. Photophobia 2%. Dry eyes 23%. At 3 months: glare, 16%. Halo, 17%. Night vision disturbances 12%. Photophobia 3%. Dry eyes 26%. At 6 months: glare, 7%. Halo, 13%. Dry eyes 23%. Other complications included: yag capsulotomy (within three months of surgery), n=7 patients. Iol exchanged for a monofocal tecnis iol (n=1 patient). There were no further interventions reported. A copy of the article is provided with this report. This report pertains to the issues reported with the intraocular lens, model dfr00v. A separate report is being submitted for the issues reported with the other intraocular lens, model dfw00.

Manufacturer narrative:
Section a2: age (years) - (range): 66.47 ± 7.57 - (39, 78). Section a3: gender (n, %): males: 19 (38.0), females: 31 (62.0). Section b3: date of event: exact dates not provided; article acceptance date is dec 9, 2022. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Citation: moshirfar, m.; stapley, s.r.; corbin,w.m.; bundogji, n.; conley, m.; darquea, i.m.; ronquillo, y.c.; hoopes, p.c. Comparative visual outcome analysis of a diffractive multifocal intraocular lens and a new diffractive multifocal lens with extended depth of focus. J. Clin. Med. 2022, 11, 7374, pp.1-16. Https://doi.org/10.3390/jcm11247374. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - clinical code: 2140 glare, 2140 photophobia, 2140 visual disturbance- dysphotopsia. Section h6: health effect - clinical code: 4581 - this code was used for the reported posterior capsular opacification (pco). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.